Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 19715206. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 19715206. The explanted devices were not returned to bsn as they were disposed by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient stated therapy was inefficient. The physician recently diagnosed the patient with cluneal neuralgia which is worsening the patient's symptoms. The physician assessed the device is in working order, providing excellent coverage. Per the patients request, she underwent an explant procedure where the system was removed. The patient is doing well post operatively.